Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. On the fourth day of impella cp support, it was reported that the automated impella controller (aic) stopped responding when buttons were pressed following a purge cassette and tubing change. The nurse attempted multiple times to press all buttons without any response received. The nurse observed that a small amount of purge fluid encountered the screen when spiking the new bag of purge fluid. As a result of the issue, the aic was exchanged successfully and the purge cassette was successfully primed. There was no patient harm reported. The impella cp was subsequently weaned and explanted successfully, and the explant was not performed earlier than planned as a result of the complication.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Data analysis: the first log entries indicating ¿imc-kbd error: 0xa1 0x01¿ appeared, suggesting that the issue occurred when a touch was detected outside the soft-key area immediately after the purge change was initiated¿approximately three days after the pump was started. Subsequently, the complete the procedure (complete the purge wizard) alarm was triggered. Log data showed purge pressure and purge flow dropping to zero and never recovered. Device analysis: upon arrival, the reported issue could not be reproduced, even after performing multiple power cycles. The console was tested with both the pump and purge cassette for several hours, and no abnormalities were observed. An inspection of the internal circuitry and cables revealed everything to be in good condition. Root cause: the root cause for the reported issue ¿the buttons and wheel on the console did not respond to any touch.¿ could not be determined due to the inability to reproduce. Phr summary: there were no issues related to complaint discovered when reviewing the product history of console ic5072.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.